Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h5, h6. D4: attempts have been made to gather all product identification information and no further information has been provided. Pictures were provided in the journal article; however, it is unknown if they are related to the patient in this complaint. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. X-rays were provided in the journal article; however, it is unknown if they are related to the patient in this complaint. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported through a journal article that 1 patient underwent re-revision due to instability requiring poly exchange. Follow-up was conducted at 1 month, 3 months, 6 months, 1 year, 2 years then every 2 years with a mean length of follow-up for 73.1 months (12-143). Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D6a: between jul 1,2011 to may 31, 2019. G2: foreign country report source: france. Report source study: journal article. Zampieri, a., putman, s., erivan, r., behal, h., migaud, h., pasquier, g., & dartus, j. (2025). Management of bone loss in revision total knee arthroplasty with tantalum cones: primary aseptic revision versus multiple revisions. The knee, 56, 467-478. Https://doi.org/10.1016/j.knee.2025.06.016 attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.